Event description:
It was reported that a device alarmed for a system error 322. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter is currently evaluating this device. A supplemental report will be submitted when the device eval is complete.